Manufacturer narrative:
(B)(4).

Event description:
Surgeon was passed a structural balloon trocar and inflation bulb after having being opened by the scout/scrub nurses. The surgeon inserted the trocar after the application of some lubricant, attached the inflation bulb to the trocar and attempted to inflate the balloon sheath. The trocar was subsequently removed where the surgeon again attempted to inflate the balloon outside the patient and it continued to fail. Another device was retrieved, opened and handed to the surgeon and it inflated as normal. There was no impact on the patient and only a delayed procedure time resulted from attaining the additional device.

Manufacturer narrative:
(B)(4).